Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year old female caucasian patient underwent a primary breast augmentation with a saline mentor smooth round high profile 310cc and experienced wrinkling and random pain mostly on the left breast implant. The patient also experienced bilateral sensitivity. As a result, patient underwent removal of the implant on (B)(6) 2018. This is for the right side implant, see manufacturer report number 1645337-2018-07035 for contralateral prosthesis.